Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope a bad angle issue. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the nozzle. In addition to the reportable malfunction, the following were noted: the adhesive around the light guide lens and around the objective lens was peeled; the adhesive on the bending section cover had a chip, a crack, and a white-clouded area; the plastic distal end cover had a scratch; the connecting tube had a scratch and coating peeling; due to adhesive peeling around the objective lens, streak of flare appears in the image; due to clogging of the nozzle, water removal ability did not meet the standard value; due to damage on flexibility adjustment ring, flexibility adjustment function did not work; due to wear of the angle wire, the bending angle in up direction did not meet the standard value and the play of upward/downward angulation control knob was out of the standard value; the light guide lens and objective lens had a crack; the paint on the suction cylinder was peeled; the protector of the universal cord on the control section side and on the suction connector side had a scratch; switch 1 and the switch box had a scratch. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The customer reported unspecified abnormalities with the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely a deviation of reprocessing from the instruction manual that caused the foreign material to remain. This issue is addressed in the instructions for use (IFU): ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor the field performance of this device.